Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad operation with an intermittent keypad response, specifically row 3 keys (#0, #1, #2, and #3) which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that #1, #2, and #3 keys of a spectrum pup keypad do not work. It was also reported there was no pt involvement.